Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the ipsilateral limb of the bifurcated stent graft was not fully deployed when the delivery system was inadvertently pulled down. This resulted in the stent graft being pulled down 1.5 cm. An aortic cuff was implanted proximally. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other, required secondary intervention. Evaluation results - inadvertent reaction of delivery system prior to full deployment of stent graft. Conclusion: inadvertent reaction of delivery system prior to full deployment of stent graft.